Event description:
Anastomotic leak - purse string to purse string. The nature of the leak is unclear.

Manufacturer narrative:
No corrective action or remedial actions. Minor leaks are common adverse events in this kind of procedure.